Event description:
The customer was hospitalized for low blood glucose. The customer indicated that the pump shows no history of a bolus being delivered, yet it delivered extra insulin and the numbers did not show on the screen. A replacement pump was requested.